Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the device in question was not returned, a root cause could not be determined. However, it is possible that a configuration issue may have caused the reported failure as the device in question presented with no abnormalities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the visera elite ii video system center was not procedure an sdi output. There was no patient harm or consequence reported as a result of this event.